Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected component code: mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint cannot be confirmed based on the provided information. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00667. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.

Event description:
It was reported that the patient experienced a dislocation post implantation. There is no additional information available at the time of this report.